Manufacturer narrative:
The device history record for the lot number, aa5012n45, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The overall appearance of the sample is discolored from the balloon to the distal end. The sample was received with a rigid plastic plug wedged into the jejunal (j) port. The plug completely occluded the jejunal port. Feeding was simulated using water through the gastric port. Immediately, water leaked from a hole in the tubing at the base of the molded head. The plastic plug was removed from the jejunal port using a hemostat. The plug measured 3cm in length. Feeding was simulated using water through the jejunal port. No leakage occurred from the tubing or head. The hole appeared in the outer wall of the gastric lumen and did not penetrate through to the jejunal lumen. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received stated the double lumen transgastric-jejunal feeding tube had a line split. The device was in use for 120-days prior to incident.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
A report was received from the (B)(4) stating the transgastric-jejunal enteral feeding tube was leaking at the base of the lumen. The device was replaced, it was a challenging replacement with several migrations during placement. No additional information was provided in regards to the patient's status and the outcome of the procedure.